Event description:
Reportedly, some episodes revealed noise oversensing in the right ventricular channel.

Event description:
Reportedly, some episodes revealed noise oversensing in the right ventricular channel.